Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from approximately 65% to 10% while connected to a power source. The battery gauge later jumped from 25% to 100% after approximately 20 minutes of charging. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed the battery gauge was jumping. The customer believed the charging issue was due to the usb cable due to the pump charging slowly. Reportedly the customer would continue to use the pump for insulin therapy.